Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the pump was replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. It was identified the kink resistant tubing (krt) had been cut down to the pump block and it was not returned for analysis. No leaks were identified in the component. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, reported allegations of mechanical issues and a tubing hole could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the pump was replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.